Manufacturer narrative:
A separate report has been filed on the delivery catheter system. This product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged from its targeted location while being deployed. As the valve was being retrieved into the introducer sheath, the valve¿s frame loops came free of the tabs of the delivery catheter system (dcs). The dcs nose cone subsequently separated from the dcs plunger, and this valve was implanted in the distal abdominal aorta. A different transcatheter bioprosthetic valve was then successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
No product analysis was performed, as the device remains implanted and therefore has not been returned to medtronic. The reported information does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among other possible issues; however, a root cause could not be established from the information available.